Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). (B)(4).

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
(B)(4)

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.